Event description:
The information provided to sjm indicated a biocor valve was implanted on (B)(6) 2012. The patient experienced episodes of syncope for two weeks. An echocardiogram revealed severe stenosis. The valve was explanted on (B)(6) 2013 due to a gradient of 110 and incomplete leaflet coaptation.